Event description:
It was reported that the patient presented to the emergency department complaining of dizziness and palpitations and reported that they had received a shock from their implantable cardioverter defibrillator (ICD). An interrogation was done and the report reviewed which indicated that the ICD detected an atrial arrhythmia as fast ventricular tachycardia (vt) and delivered therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.